Event description:
Pt alleged that in the middle of the night their device resets the time to daytime hrs, and gives them the wrong basal amount. As a result, the pt awakens with low blood glucose (46 mg/dl). Pt self-treated low blood glucose by eating and drinking. Pt also reported that device has the wrong date. No errors were generated by the device.